Event description:
The pt was being fed using a pump. 160 ml of an enteral feeding solution were hung and the pump was set to deliver 39 ml/hr. The pt vomitted following pump use. The reporter felt the pump was delivering more solution than it should during the duty cycle. There was not illness, injury or medical intervention resulting from the event. Note: the event date given above is approximate. No event date was provided by the reporter. One pt involved.